Event description:
During an arthroscopic repair using the smartstitch suture passer and suture cartridges, both suture cartridges came out of the handle intra-operative. The physician was able to remove the suture cartridges and complete the procedure. No pt complications were reported as a result of this event.

Manufacturer narrative:
The pt's age, gender and weight were not available. The lot number for the device was not provided; therefore, no mfg or expiration date could be determined. Reference manufacturer's report: 9019871-2012-00121 and 9019871-2012-00122.